Event description:
Boston scientific crm received info that this device was part of the legal action and the patient previously passed away two yrs ago. This patient was a female and passed away three months following implant with this device. No allegations against the functioning of the device were reported at the time of death. Boston scientific crm has no specific info as to whether the device was involved in the patient's death. The device is subject to an advisory, insignia microcrystal failure mode 2 population (2005).

Manufacturer narrative:
Not returned. As of this report, the device has not been returned for analysis. There is no add'l info related to this event available to the company at this time. If add'l info becomes available, the event will be updated as necessary. On september 22, 2005, guidant (now boston scientific crm) issued a physician letter describing various clinical behaviors associated with two identified failure modes that could compromise therapy delivery or limit programmer communication. Changes to try to prevent this failure mode were made in 2004. This device was manufactured before march 2004 and is included in this population. Boston scientific crm does not have sufficient info to determine that this device behaved in the manner described in the advisory.